Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl with a moderate level of ketones. After each alarm, the customer would change out the infusion set site and deliver a correction bolus via the pump to address the bg level. Insulin injections were administered to address the current bg level. A cause of the past occlusions could not be determined and a pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out all of the pump supplies and resumed insulin delivery.